Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons are hard to press and less responsive. The customer's blood glucose level was unknown at the time of incident. The customer stated that the battery life was diminished and insulin pump rejects batteries. The customer also stated that the crack in insulin pump casing and received no delivery alarms. The insulin pump rewinds longer and grinding noise on rewind. The insulin pump will not be returned for analysis.